Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e3: reporter is a j&j employee. H3, h4, h6 investigation summary: service and repair evaluation: the customer reported it was reported that on an unknown date the handle of the collinear reduction clamp is broken off. The repair technician reported broken (2+ pieces): handle. The item is not repairable per the inspection sheet. The cause of the issue is user error. The item will be forwarded to customer quality. The evaluation was confirmed. Device history review (DHR): part # 314.291, synthes lot # 10-7739, supplier lot # 10-7739, release to warehouse date: 22 nov 2010, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2024, the handle of the collinear reduction clamp was broken off. During the case, the surgeon was using the collinear reduction clamp and it fell to the ground. There was a slight delay in surgery. Other available reduction tools were used, and the surgery was completed successfully with effect to the patient outcome. This report involves one sliding mechanism. This is report 1 of 1 for (B)(4).